Event description:
A pt had been using this device for several months, but felt that it was not giving accurate readings. She purchased a different brand & got better readings. The reporter suggested that she take the flow meter to her physician. Her physician confirmed that the device was not giving accurate measurements of her breathing function.